Event description:
A (B) (6) female pt contacted lifecor customer support to report that the battery pack did not charge despite being on the battery charger all day long. She stated that it indicated full charge on the charger but would not start the monitor. Support had the pt send a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval battery pack (B) (4) has been completed. The battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.